Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that the reported phenomenon was attributed to the breakage of the image cable, the failure of the monitor, or the problem of the electromagnetic environment of the facility, and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in an unspecified timing, the endoscopic image of the subject device interrupted on the monitor repeatedly. Sroc checked the subject device and found that the reported phenomenon could not be duplicated. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.